Event description:
Device malfunction: partial deployment, stent dislodgement. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure of the common carotid near the take off to the internal carotid the physician had a 6f pinacle destination sheath placed below the common carotid take off and an rx accunet in the ica. The physician placed the .018 omnilink across the lesion and inflated the balloon to expand the stent. The stent became dislodged from the balloon during the deployment attempt and slipped proximal on the catheter shaft. The stent was removed from the anatomy while still on the shaft. An rx acculink stent was used without incident. There was no reported injury and no additional information available.

Manufacturer narrative:
Quality assurance (qa) analysis revealed that the omnilink was returned with blood visible throughout the shaft and on the balloon. The stent was partially expanded and was riding loosely on distal end of the balloon. There were several bent struts on the stent observed. The balloon was returned loosely folded. There were crimp marks visible on the balloon. There were two bends in the support mandrel located 54.5 cm and 90cm proximal to the tip of the catheter. There were no other anomalies to report. Quality assurance measured the outer diameter (od) of the expanded stent, as well as the distal, middle and the proximal end. Qa carefully removed the stent and inflated the balloon to verify that there were no leaks and the balloon inflated properly with no leakage. Quality engineering reviewed the incident information and the analysis of the returned device. It was reported that the stent became dislodged during the deployment attempt and slipped proximal on the catheter shaft. The stent was removed from the anatomy while still on the shaft. The vessel/lesion characteristics were described as mild tortuosity and 80% stenosed. The returned device/s (catheter and stent) analysis results indicate that the stent had been partially deployed, the stent was slightly mangled and the balloon was loosely folded with crimp marks visible. During the qa analysis the balloon was properly inflated and deflated with no leakage or damage noted. It appears that, during the procedure, the inflation process was started and then stopped due to the stent being partially deployed. If the balloon was slightly deflated, moved or otherwise maneuvered during the deployment process itself, the stent could move either proximally or distally. The lot history record (lhr) was reviewed and there are no non-conforming material reports associated with this lot number. All stent od measurements and stent securement tests met their associated inspection/test requirements. Based on the returned goods analysis and the lhr review, there is no indication that the device did not meet its specifications. Finally, the omnilink 35 is approved, in the us, for use in the biliary tree. Quality engineering was unable to determine the conclusive root cause for the dislodgement with the information available, however, it may be related to the operational context in which it was utilized and it does not appear to be related to a stent delivery system (sds) quality issue. Quality engineering will continue to monitor and trend for this type of failure mode for future action. This case is considered closed by the quality assurance department.